Event description:
Boston scientific received information from a clinical study that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD), experienced a pocket erosion. The s-ICD was explanted and replaced. The electrode remains implanted and in service with the new s-ICD. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.